Event description:
Ibc from (B)(6)/cnss stating pt insists that both pumps are having the same issue and syringe isn't tightening on the shaft and wants them replaced. Cnss visited pt while in the hospital and helped pt with the mixing process and how to use the pump. Pt is more comfortable now. No further info known. We returned and replaced the pumps. Dose or amount: 35 ng/kg/min, frequency: continuous, route: sub q. Dates of use: from (B)(6) 2018 to ongoing. Diagnosis or reason for use: pah.